Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead delivered an inappropriate shock. During a device follow up, there were several nonsustained episodes which were diverted to ventricular fibrillation (vf) which was thought to be noise. A lead fracture was suspected. The lead and device were extracted. No additional adverse patient effects were reported. The lead and device were out of service. Additional information received. There was no pacing inhibition due to oversensing. No adverse patient effects were reported. The device and lead was out of service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned severed in two segments. Initial investigation showed that setscrew marks were noted on the terminal connectors. The extracting stylet was stuck inside the distal segment. The lead was then forwarded for further analysis. The proximal segment of the lead passed resistance test. The resistance test was not performed on the distal segment due to the extracting stylet. However, the x-ray showed that there were no fracture on the lead. The allegation could not be confirmed. No other issues were found.